Manufacturer narrative:
The device in question was returned to the manufacturer on november 21/2024. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Additional information received on d4 lot#: rr01 the event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the investigation shows that the device exhibits severe wear at the distal end, and a part if the tip is missing. A probable reason for this could be that the electrode was operated for too long or at too high a voltage. The instructions for use clearly state that the device is suitable for a recurring peak voltage of max. 3.0 kvp and only for short-term coagulation. Since the device was already more than six years old at the time of the incident, it is also possible that it showed signs of wear due to the likely applications during the service life of the device. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that patient underwent a laparoscopic hysterectomy bilateral salpingo oophorectomy with bowel adhesiolysis. Lap hook was used intra-operatively and tip of the hook was found broken on the laparoscopic tv screen while using by the surgical team. A thorough search was performed but to no avail as the tip that was chipped off was too small. Intra-operative x-rays were ordered to locate for the missing hook tip. Tip was finally found at the end of the surgery through x-ray in the specimen pieces. This incident resulted in the patient undergoing longer than usual general anaesthesia and additional x-ray screenings.